Event description:
The end user stated the unit is shutting down, when the unit shuts down he stated he gets a yellow light. The patient has back up o2. The patient has a relationship with a local lincare, he will contact them to see if they will facilitate repair.